Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be stenting of the lower extremity arteries. There were no visible signs of device or package damage prior to use. The exoseal vcd was used in an interventional procedure, and the patient's body mass index (bmi) was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. It is not certain if the physician had the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was partially depressed while the guard was locked. The plug was not received for this evaluation, and the indicator wire was deployed. A non-cordis sheath was inserted in the received unit. The indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. No functional simulation was performed because the plug was not received for evaluation. However, as part of the inspection process, the deployment lever was fully depressed without resistance, and no issues were noted during this action. Per microscopic analysis, a high magnification evaluation was conducted to assess the internal mechanism after opening the device case. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received with the deployment lever partially depressed and the indicator window changed to the deployment position with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received with deployment depression already initiated with the indicator window changed to the deployment position. However, it is possible that procedural/handling factors contributed to the issue experienced during the procedure since there were no anomalies noted to the internal mechanism or indicator wire. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction. There was no reported patient injury. The device is expected to be returned for evaluation.